Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f05068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the twist clamp of the transfer set. The event occurred during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.